Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected pump to perform the investigation.

Event description:
On (B)(6) 2019, a distributor of zyno medical reported a flow rate issue of the pump. The user facility contacted the distributor on (B)(6) 2019, stating that "pump 610720 had a flow rate deviation of approximately +20%." No patient harm or injury involved. Device operator was a technician.

Manufacturer narrative:
The pump was tested and met full specifications on 08/20/19. The flow rate deviation was 0.69% which is within the specification. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00023).